Manufacturer narrative:
This report contains supplemental information for mentor asr submission reference number (B)(4). Device evaluation summary: according to the information received, the patient experienced a deflation. The implant was sent for analysis under tracking number (B)(4); however, it was lost before the analysis could be performed. An internal corrective action was created to further investigate the cause of the lost device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Since the device was not available, no tests could be performed, and no determination of possible contributing factors could be made. However, a picture of the device was provided, and it showed no apparent damage. The photos do not provide enough evidence to determine root cause. Hands-on analysis would have provided the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Deflation is a known inherent risk of breast implants as outlined in our product insert data sheet. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast augmentation procedure with a 250cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. It was reportedly a slow leak, as the patient had the device in situ for more than 10 years. As a result, the patient underwent bilateral removal and replacement with unspecified silicone devices on or around (B)(6) 2017. The dates of implant/explant were not provided, and have been estimated based on the manufacturing date of the device and the date the device was returned for evaluation.